Event description:
It was reported that during an unknown procedure, when firing the device, the firing was suddenly stopped and didn¿t work anymore for finishing the staple line as it should. Only half of the staples shaped right. This happened halfway in the staple line. There were no patient consequences.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # u5f82e. Component code: mechanical (g04). Additional information was requested, and the following was received: did the reload begin to staple and cut, but then jammed (partial fire)? Yes regarding "only half of the staples shaped right", what was the shape of the staples (b-formation, irregular, legs straight)? B-formation. Did the device cut? Yes. If the device cut, was the cut line complete? Yes. Were the cut line and staple lines equal? Yes. Did the device staple, but there was no cut line? No. How was the procedure completed? Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 39 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. In addition, a sr75 reload (b) was received fully fired. The reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that eight staples were malformed. The device was then tested with test reloads for functionality in the two (green-blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. No conclusion could be reached on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.